Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from (B)(6), ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. This is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2010-00134 and 1016427-2010-00135.

Event description:
As reported by the (B)(6): the target lesion was a 99% stenosis in the proximal left internal carotid artery. A 5mm angioguard device was advanced beyond the target and was deployed without difficulty. A 6.0 x 30mm precise stent was deployed successfully. Following stent deployment the patient experienced aphasia, hemiparesis on the right. The angioguard was retrieved and debris was observed within the filter basket. The event onset was sudden and recovery was partial with major residual. Diagnosis was ischemic stroke.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2010-00134 and 1016427-2010-00135.

Manufacturer narrative:
The original report submitted on (B)(4) 2010 contained the incorrect product information. This is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2010-00134 (precise stent) and 1016427-2010-00135 (angioguard device). Additional information will be submitted within 30 days of receipt.